Manufacturer narrative:
Product investigation is in progress.

Event description:
Inside of the tampon came undone [device breakage]. An extra part extending from the thread at the top of the cotton [device physical property issue]. Case narrative: consumer reported via phone that the inside of the tampon came undone. No injury reported.

Event description:
Inside of the tampon came undone [device breakage] an extra part extending from the thread at the top of the cotton [device physical property issue] case narrative: consumer reported via phone that the inside of the tampon came undone. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Inside of the tampon came undone [device breakage]. An extra part extending from the thread at the top of the cotton [device physical property issue]. Case narrative: consumer reported via phone that the inside of the tampon came undone. No injury reported.

Manufacturer narrative:
Product investigation is in progress.